Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was undergoing a device upgrade procedure. During the procedure, the right ventricular lead exhibited high capture thresholds. The physician elected to cap and replace the lead, no patient symptoms or additional information was reported.